Event description:
On 08th may 2024,sensonics was made aware of an incident where user experienced inaccuracies in sensor readings which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on the initial escalation analysis, the sensor performance deviated from normal behavior. An RMA was authorized for further investigation. Upon receipt of the sensor, the return product analysis testing was performed, and it revealed a loss of chemical performance which caused a decline in the signal modulation. The root cause of the failure was due to the sensor's hydrogel oxidation. As part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report updated to 5 august 2024. G3. Date received by manufacturer 23 july 2024. H1. Type of reportable event updated. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.